Event description:
The caller alleges that the trsx52fb wheelchair has 2 metal blocks about 3 x 4 inches that have broken away at the weld and are just hanging under the chair. The front riggings mount onto have been bent out of shape and then hammered back into shape.